Event description:
During routine testing of the device at the service center, the service repair technician reported that the connector cable on the safety monitor was damaged. Since the event occurred during routine testing, there was no pt involvement.

Manufacturer narrative:
Note: during service inspection, it was noted that the connector cable was damaged but functional. Upon visual inspection the connector was not soldered to the returned circuit board. The solder was fractured allowing for the connector to be removed. The device has been repaired. The root cause was confirmed and attributed to the damage of the cable. No add'l action will be taken at this time.